Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets tubing leakage events on (B)(6) 2025. The leakage was at the connector. The infusion sets were in use for 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4)- MDR. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009678, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009678 was manufactured according to the work instruction (wi) version 117 and manufacturing in the line li 103 on 12-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k00332 was manufactured according to the wi version 12 and manufactured in the igtl01 on 10-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k00333 was manufactured according to the wi version 12 and manufactured in the igtl01 on 11-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k01361 was manufactured according to the wi version 12 and manufactured in the igtl01, on 12-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.